Event description:
Imprecise anti hbc igm results on replicate testing of a patient sample on the ecj analyzer. No biased patient results were reported. Erroneous a hbc igm results may lead to inappropriate physician action there was no report of patient harm as a result of this event.